Event description:
It was reported that during a da vinci s adrenalectomy procedure, the surgical staff reported seeing smoke coming from the permanent cautery hook instrument. The instrument was replaced with a instrument of the same type to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Customer initially reported smoke. However for clarification, the nonconformance was charring. Charring is likely a sign of unintended arcing. Based on this, the complaint was confirmed. Charring and burnt marks were observed at the yaw pulley and the exit of the conductor wire. Electrical continuity failed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.